Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012 she had suffered a hypoglycemic event and claims that cgm did not alert her. Patient's niece found patient unconscious and fallen on the floor. Patient's niece administered glucagon to patient then called paramedics. Paramedics tested patient's bg at 30 mg/dl and administered an IV. Patient doesn't recall cgm's values at the time of the event. During her call to dexcom technical support on (B)(4) 2012, patient reports that she had mostly recovered but that she had sustained a bruised knee and a bump on the left side of her forehead.